Manufacturer narrative:
Updated fields: b5, d4, e4, h2, h4, h6, h11. The investigation is ongoing. This supplement report is being submitted to provide additional malfunction reported by customer.

Event description:
Additional information received from the customer indicates that when they connected the camera, it displayed a black screen.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: slice on cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device was not working. This issue occurred when it was inspected at the time of setup before the patient entered the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.